Event description:
Information was received indicating that during use of a smiths medical cadd administration set, the pump indicated that the bag was empty but there was still 25-40 ml of medication in the epidural bag. No adverse effects were reported.